Manufacturer narrative:
The device has not been received by this MFR. An eval has not yet been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that during a stone removal procedure, the balloon detached from the device, as it was being removed from the common bile duct. The balloon fell into the duodenum and was left to pass naturally. A second device was used and had the same issue but was retrieved with forceps. The procedure was completed with a third device. There were no additional adverse effects to the patient.